Manufacturer narrative:
The elecsys total psa reagent lot number is 76303400 with an expiration date of (B)(6) 2025. The field service engineer (fse) replaced the damaged pinch valve tubes and verified the module was again performing according to specifications. The investigation determined the event was due to a component issue (pinch valve tube). The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The elecsys ft4 IV reagent lot number is 784368. The expiration date was not provided. The total psa, tsh, vitamin b12, and vitamin d reagent lot numbers and expiration dates were requested but not provided. The field service engineer (fse) inspected the module and found damaged pinch valve tubes. The investigation is ongoing.

Event description:
The initial reporter received questionable total psa, tsh, vitamin b12, vitamin d, and elecsys ft4 iii assay results from eight patient samples tested on the cobas 6000 e601 module. The initial results were not reported outside of the laboratory. On (B)(6) 2024: sample 1, total psa: the initial result was 9.59 ng/ml. The repeat result was 2.7 ng/ml. Sample 2, tsh: the initial result was 6.40 ui/ml. The repeat result was 3.20 ui/ml. Sample 3, vitamin b12: the initial result was 1370 pmol/l. The repeat result was 177 pmol/l. Sample 4, vitamin b12: the initial result was 653.4pmol/l. The repeat result was 386 pmol/l. Sample 5, vitamin d: the initial result was 72.95 ng/ml. The repeat result was 46.63 ng/ml. On (B)(6) 2024: sample 6, ft4: the initial result was 1.84 ng/dl. The repeat result was 1.37 ng/dl. Sample 7, tsh: the initial result was 6.13 uui/ml. The repeat result was 12.23 uui/ml. Sample 8, ft4: the initial result was 2.49 ng/dl. The repeat result was 1.59 ng/dl. Tsh: the initial result was 2.15 uui/ml. The repeat result was 5.60 uui/ml.